Event description:
It was reported that the user experienced a connected cgm interruption due to lack of an available transmitter for the dexcom g6, resulting in the ilet operating in bg-only mode for up to 72 hours with subsequent direction to use backup therapy if cgm remained unavailable. Symptoms included no reported adverse clinical effects. Outcomes included temporary loss of automated cgm input and education provided on backup therapy use. Investigation included technical support troubleshooting and user education. Investigation of this case revealed loss of cgm signaling attributable to the external cgm system, with no ilet hardware or software malfunction identified. It was concluded that the event was due to external cgm transmitter unavailability, the ilet functioned as designed in bg-only mode, and user guidance mitigated risk.